Manufacturer narrative:
Stryker reviewed the software logs and was unable to verify the reported issue.

Event description:
The customer contacted stryker to report their device may not have recognized a shockable rhythm. In this state defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report their device may not have recognized a shockable rhythm. In this state defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker performed an initial evaluation of the device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank.